Manufacturer narrative:
Correction to the field. The check box next to the 'congenital anomaly/birth defect' was inadvertently checked. There is no any outcomes attributed to adverse event reported on this case.

Manufacturer narrative:
The reported complaint of the thermogard system not powering on was confirmed during the initial functional testing. The thermogard console failed to power on. The issue was attributed to the defective power supply. Visual inspection was performed and found damaged top lid white, pan drip, missing screws at top lid and umbilical connector and casters were loose with damaged thread base that were unrelated to the reported event. After replacement of the damaged components, the console was further tested, functioned as intended and passed all final testing criteria. The thermogard is a reusable as well as serviceable device and was manufactured on 10/2011. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard (B)(4).

Event description:
As reported, during startup before patient use, the thermogard xp ivtm system (B)(4) does not display information on the lcd display and would not power on. Customer confirmed functionality of the display by connecting it to another console. There was no patient involvement.